Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was at 550 mg/dl with moderate level of ketones, nausea, shortness of breath, rapid deep breathing, blurred vision, polyuria, polydipsia, chest pain and confusion. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without recent adjustments to the pump settings. It was reported that the pump alerted for loss of prime multiple times since two days before the call. The reporter was able to complete prime step with cartridge change. No sudden change in force or temperature was noted and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. The reported prime issue was not resolved with trouble shooting. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged loss of prime issue of unknown causes.

Manufacturer narrative:
Device evaluation: the meter and pump has been returned and evaluated by product analysis on 04/11/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged loss of prime issue was verified in the black box but not duplicated in the evaluation. Review of black box data found two loss of prime events due to non-zero low force a day before the complaint date. Deliveries were resumed within the hour in both cases. The total daily delivery added up correctly and reflected the user¿s programmed basal rate. The pump powered up and functioned properly. The pump delivery accuracy and force sensor calibration reading were within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Normal and audio bolus were completed and recorded correctly. Pump casing was opened and no anomalies were found with the force sensor assembly. Unrelated to the complaint, the battery compartment was found to have cracked below the grip pad.